Event description:
The recipient reported poor sound quality with the device since activation. However, booth testing demonstrated good aided benefit. As of new information received on (B)(6)2019 the user is reporting a significant decrease in sound quality and can feel movement of the device. The housing has moved down closer to the pinna. The user was re-implanted.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported poor sound quality with the device since activation. Adapting to sound started slowly, but recipient then felt good benefit from the device. As of new information received on 19th december 2019 the user is reporting a significant decrease in sound quality and can feel movement of the device. The housing has moved down closer to the pinna.